Event description:
Letter from attorney alleges the customer fell when the seat stem of the powerchair broke, resulting in neck and shoulder injury requiring a hospital visit.

Event description:
Received a letter from an attorney alleging the customer fell when the stem of the jazzy broke.

Manufacturer narrative:
Evaluation: method: device is not available for evaluation at this time. Conclusions: should the device become available, a f/u report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not received for evaluation. Alleged incident could not be verified. Attempted to contact counsel several times without response.